Event description:
Related manufacturer reference number:2017865-2022-39587. It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited over-sensing noise and inappropriate mode switch. The implantable cardioverter defibrillator exhibited post paced t wave over-sensing. No intervention was performed. No patient consequences.